Event description:
It was reported that there was difficulty slitting the proximal third of the catheter during an implant procedure. It was also noted that there was dissatisfaction with the catheter handling and poor fluoroscopic visibility. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.